Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was 120 mg/dl. The customer reported they received a critical pump error image on the pump screen. Customer stated that insulin pump was flashing a symbol of book and large red x. The customer reported that they did not received alarm prior to the critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
No critical pump error alarms noted during testing. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest.